Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 4 of 5. There were no bag/line disconnections. Gts had the patient cycle power to clear the error and advised the patient to contact their nurse. Product surveillance contacted the patient who explained that nothing unusual was noticed with the set at the time of the error. The patient advised they did not retain the lot information. The patient was able to continue therapy successfully with new supplies. No injury or medical intervention was reported.